Event description:
Treatment of an avm. It was reported there was a hole in the distal segment of the catheter. The catheter was being used inside the pt and treated with onyx. In addition, the catheter's shelf life has expired (over 2 yrs). The pt status was reported as expired.

Manufacturer narrative:
The device involved in this event has not been returned for eval. A f/u report will be submitted after the device is returned and the eval is completed.